Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. It was reported that the meter emitted multiple random error 1 messages. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: during investigation of the meter, system/meter data corruption was found. An error 1 sub code 5 alarm occurred immediately when powering on the meter. During testing, the pump and meter were not able to be paired and the required investigation was not able to be performed due to the inability to clear the error 1 alarm sub code 5 message.